Event description:
Iliac arteries were characterized by a fairly smooth vessel on the ipsilateral side, in contrast the contralateral side inhibited poor anatomy. The origin and "take off' of the internal iliac artery on the left side was very hard to visualize due to the surrounding aneurysm. Contralateral leg graft had a less than ideal landing site, noting the vessel appeared to funnel downward. Deployment of the contralateral leg graft noted the device to ladn higher in the vessel than desired, due to the size of the vessel and the desire to maintain patency of the hypogastric, a main body extension ws deployed in the contrlateral leg graft overlapping the distal sealing stent by one full stent body and creating a better seal in the vessel. At the conclusion angiogram, patent hypogastric vessels were observed, no endoleak presence was noted.